Manufacturer narrative:
Complaint no: (B)(4). A photograph of the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking. This occurred during patient use, after the transfer set was inserted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; however, a photograph was provided for evaluation. Visual inspection of the photograph did not provide any evidence related to a leak. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.